Event description:
Boston scientific crm received information that this right ventricular lead experienced loss of capture.

Manufacturer narrative:
This lead remains implanted. As a result, boston scientific crm is unable to confirm the clinical observations. No additional information is available at this time. This event will be reopened if any additional information is received.